Manufacturer narrative:
Pr (B)(4) follow up for device evaluation it was reported the plunger dislodged from the stopper. To aid in the investigation, one empty sample, with no packaging flow wrap or tip cap, and one photo was provided for evaluation by our quality team. A visual inspection was performed with 30x magnification, and no defects or imperfections were observed. The photo provided shows the sample received. It could be possible the customer is not using the product as intended. This unit is designed to push the plunger rod down to expel the solution, it is not designed to pull the plunger rod back. A device history record review was completed for provided material number 306547, lot 4292309. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
Additional information received. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No harm

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 306547 batch number#: 217532 verbatim#: rcc received a complaint via email. Email(s) attached ¿ normal saline flush pulled back when attached to patient's PICC and plunger dislodged from the stopper. ¿ saline flush plunger seemed to disconnect from grey 'stopper' and needed to be screwed back in to work. I have the saline flush saved. It appears the rn put the plunger back into the flush. Not sure if there are other reports of this. I will send down the defective saline flush to you.